Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had met and worked with a manufacturer representative (rep) regarding the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a change in therapy related to positional movement. The patient reported that at times he will get ¿ electrical charges¿ in his legs since about 10 days prior to report. The patient used the term ¿residual shocks¿ to describe the sensation. The patient stated he was sitting in the car when he noticed the sensation. The sensation is so intense he cannot do anything when it happens. The patient has to shut the stimulation off and he has not felt the sensation since the stimulation was off. The patient charged his ins to 100% and it is off and it is depleting by about 10% each day since 10 days ago. The patient was redirected to their healthcare provider (hcp) to the ins and leads checked. Physician listings were sent. No further complications were reported/anticipated.